Manufacturer narrative:
Customer technical services (cts) guided pt's mother through complete pump history and was able to establish that pt had stopped insulin delivery. As per mother she understands that her son had been ignoring the resume pump alarms and will educate her son on resuming insulin. Pt has been clearing the pump alarms, instead of taking the appropriate actions. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).

Event description:
Received info stating pt stopped insulin delivery intentionally and forgot to resume insulin.